Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 12.5, and 5.9 mmol/l. Tests were done within 20 minutes with a difference of 64%. Patient did not expeirence any adverse events. No further information has been reported.